Manufacturer narrative:
The investigation of high purge pressure and ventricle perforation has been completed. The pump was not returned for investigation. The data log shows a sudden rise in purge pressure, accompanied by a motor current spike and saturated pump flow. The purge pressure and pump flow values returned to normal after 1 hour. According to the clinical report, a high purge pressure alarm was observed during transport. Additionally, a ventricular rupture was observed in the operating room. The cause of the high purge pressure issue was most likely biomaterial, based on data log review. The cause of the ventricle perforation issue was not determined since product was not returned and sufficient clinical information was not provided.

Manufacturer narrative:
A.2 additional information was received confirming that the patient was an adult over the age of 50. A.3 revised as selection was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26609. B.3 revised date of event as it was previously reported incorrectly on the initial manufacturer device report number 1220648-2025-26609. E.1 revised name prefix/title, first name and last name as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26609. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26609 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact facility name, address, and fax number as they were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26609.

Event description:
The user facility reported that during patient transport impella 5.5 pump, a purge pressure high / purge system blocked alarm appeared on the console (aic). The patient was taken to the operating room where a ventricle rupture was observed. The physician attempted to change the pump, but the patient died due to severe bleeding.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿